Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'continues to restart despite good cord and module' which was confirmed during evaluation. A review of the event history log identified events of improper shutdown messages. The reported condition was verified. The cause was determined to be a faulty rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump continued to re-start despite a known good power cord and battery module being used during testing. There was no patient involvement. No additional information is available.